Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. H6: code c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H6: code d1102: the instructions for use of gore® excluder® iliac branch endoprosthesis provide instruction for visually confirming the final device position before deployment.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm and left common iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis, gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis (ibe). During deployment of the iliac branch component (ibc), no issues were found. However, while advancing a 12 fr introducer sheath from the contralateral side to the internal iliac leg hole, the ibc was inadvertently pushed distally. Attempts to reposition the ibc by pushing it back proximally were unsuccessful. The internal iliac component (iic) was then deployed according to the ibc position, which resulting in unintentional coverage of the superior gluteal artery. No corrective action was taken for the coverage of the superior gluteal artery. The final angiography showed a type ii endoleak. The patient tolerated the procedure. The reporting physician commented as follows: the ibc was unexpectedly pushed distally and it could not be corrected.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.